Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reported manufacturer report number: 2017865-2021-18729. It was reported that the patient was not pacemaker dependent and hardly paced. It was noted that noise reproducible when the patient moved their arm across their chest was observed on both the atrial and right ventricular lead. The noise on the atrial lead had led to inappropriate mode switching and the atrial lead had been programmed off. The noise on the ventricular lead was registered as high ventricular rate episodes. No other electrical issues were observed. Both leads were pending extraction at a future date. The patient during a device check was awake, alert and oriented with no complaints, in no obvious distress and stable.

Event description:
New information received notes the atrial and ventricular leads were explanted due to the noise observed.

Manufacturer narrative:
The reported event of noise was confirmed. A partial lead (distal end) was returned in one piece measuring/stretched 48.5cm/42.5cm/40.0cm (inner coil/inner insulation/outer coil and outer insulation). Extraction tool was stuck inside the lead. During electrical testing a short was noted. Destructive analysis was performed and visual inspection found an abrasion breaching the inner insulation at 11.0cm to 14.1cm from the distal tip. The cause of the reported event was isolated to the inner insulation abrasion.

Event description:
New information notes the patient was stable following the procedure and was discharged.